Manufacturer narrative:
Evaluation of the reported medical device was not conducted as the medical device has not yet been returned to the manufacturer as of submitting this report. If the device is returned to the manufacturer, an evaluation will be conducted and a follow-up report will be sent. This FDA form 3500a was submitted on 2/20/2026, but the ack3 we received stated that the submission failed. This form is being resubmitted with corrections to g4 as specified in ack 3 and this additional comment in h11. No other modifications have been made to the form.

Event description:
During a procedure with the tenex 2nd generation system, a portion of the microtip needle separated from the rest of the handpiece. An x-ray was performed and confirmed nothing was retained in the patient. There were no patient complications reported.